Event description:
The manufacturer's representative reported that the hcp had difficulty removing stylet from catheter during implant. The hcp attempted "several different angles and various levels of pressure. He was finally successful after 10+ failed attempts." Due to repeated attempts and repositioning of the catheter, he punctured the catheter and used a proximal revision kit to repair the puncture. Final patient outcome was not reported.